Event description:
Customer reported a past high blood glucose event with an unknown cause, and the specific blood glucose level was not specified, only displayed as "high." The customer administered a correction bolus via the pump and was advised by customer technical support to consult with a healthcare professional for further discussion on factors affecting blood glucose levels. The customer understood and acknowledged the advice.